Event description:
Patient reported left side "experiencing pain, discomfort, encapsulated and capsular contracture baker grade IV." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d4, g1, g2, h6 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side seroma adjacent with thickening and diffuse enhancement of fibrous capsule with pain and mammary hardening.

Event description:
Patient reported left side "experiencing pain, discomfort, encapsulated and capsular contracture baker grade IV." Healthcare professional reported left side seroma adjacent with thickening and diffuse enhancement of fibrous capsule with pain and mammary hardening. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "experiencing pain, discomfort, encapsulated and capsular contracture baker grade IV." Healthcare professional reported seroma and radial folds of implant diagnosed via imaging. Patient's representative later reported that the patient mentioned the recall and " left capsule: chronic inflammatory process with foreign body-type gigantocellular reaction." The event of ¿mesothelial metaplasia¿ is not device related. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side "experiencing pain, discomfort, encapsulated and capsular contracture baker grade unknown." The device remains implanted.